Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the sit was unable to register a patient today with the navigation system. The points kept collecting on the back of the patient's head. The site attempted to add a few touch points, but the issue did not resolve. The surgeon decided to abort the use of the navigation system and pulled in another system. The site was able to proceed with the use of another system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was conducted and analysis could not determine the cause of the issue. If information is provided in the future, a supplemental report will be issued.